Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angie-seal device has been placed." Patient instructions lists the following post-procedure site care to the patient: "for 48-72 hours, you should refrain from straining or lifting anything over ten pounds." "Note: these materials are not intended to replace your doctor's advise or information. For any questions or concerns you may have regarding the medical procedures devices and/or your personal health, please discuss with your physician." "Some bruising or discomfort is common during the healing process after intravascular procedures." The complaint could be confirmed for pseudo-aneurysm since it was reported that the patient did not following the post procedure protocol. Sufficient information is provided in the patient instructions to avoid the occurrence of this event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used. The patient from the previous week; who had an asthenic build returned to the emergency room with a pseudoaneurysm at his access site on saturday (B)(6) 2020. The doctor stated that it was not a device complaint. The patient who underwent an angiography of his right foot and subsequent embolization of an avm. Antegrade common femoral artery (cfa) access was successfully achieved via 5fr cordis sheath. The avm was located on the dorsum of his right foot. He received 1 2x2 azur cx coil and a 6fr evolution was deployed without incident. The patient claimed to have gone for a long walk / hike post procedure. The physician noted his noncompliance to post-operative guidelines and treated the site with thrombin injection. The patient's status was reported to be currently fine. The procedure outcome was successful.